Manufacturer narrative:
Per the use guide:the high bg reminder prompts you to re-test your bg after a high bg value is entered. When you turn this reminder on, you need to set a high bg value that triggers the reminder, as well as how much time should pass before the reminder occurs. The default for this reminder is preset to off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with blood glucose (bg) at 400-513 mg/dl and ketones were present. Customer went to the emergency room and was admitted to the hospital. Intravenous insulin was administered. Elevated bg was resolved with no permanent injury. Customer was released from the hospital the same day. Customer alleged the pump high bg reminder did not alert. Tandem technical support (cts) found that the high bg reminder was not turned on. Customer acknowledged and cts assisted the customer with turning on the reminder.